Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate component (pump and relief valve) selection". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "operating suction range: approximately 120 mmhg ¿ 140 mmhg (2.3 ¿ 2.7 psi) maximum suction level: 182 mmhg (3.5 psi)". The device was not returned

Event description:
It was reported that there was blood in the urine while using the purewick urine collection system. The doctor advised the patient to stop using the device. The patient wanted to know if this was normal and if it was possibly suctioning too hard. The patient had been using the product more than 90 days. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was blood in the urine while using the purewick female external catheter. The doctor advised the patient to stop using the device. The patient wanted to know if this was normal, and if it was possibly suctioning too hard. The patient had been using the product for more than 90 days. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was blood in the urine while using the purewick female external catheter. The doctor advised the patient to stop using the device. The patient wanted to know if this was normal, and if it was possibly suctioning too hard. The patient had been using the product for more than 90 days. No medical intervention was reported.